Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was creating diaphragmatic nerve stimulation. The physician chose to remove this lead and replace it with competitive bipolar lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the lead was performed. The reported clinical observations of dislodgment and diaphragmatic stimulation could not be confirmed by testing. Electronically, the lead was found to be within specifications. No other adverse events have been reported. This product issue will be updated if additional information is received.